Event description:
Same case as MDR ID #2134265-2010-04231. It was reported that during preparations for a percutaneous intervention (pci) procedure a loose tip occurred. A sentinol bil 7x78x1350 stent had been selected to treat an unspecified lesion. The device was flushed and an attempt was made to load the device on a wire; however the tip appeared to move. The device was exchanged for another sentinol bil 7x78x1350 stent and the tip of this 2nd device appeared to move as well. The procedure was completed with a non-bsc device. There were no patient complications reported and the patient's status is ok.

Event description:
Same case as MDR ID #2134265-2010-04231. It was reported that during preparations for a percutaneous intervention (pci) procedure a loose tip occurred. A sentinol bil 7x78x1350 stent had been selected to treat an unspecified lesion. The device was flushed and an attempt was made to load the device on a wire; however the tip appeared to move. The device was exchanged for another sentinol bil 7x78x1350 stent and the tip of this 2nd device appeared to move as well. The procedure was completed with a non-bsc device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: the undeployed stent was visible within the distal end of the exterior shaft. Examination of the distal tip confirmed that it was securely attached to the inner shaft. There was a gap approx 1 mm) between the tip and the distal end of the exterior shaft. The touhy borst manifold, which locks the position of the shaft components and tip when tightened, was securely tightened; this is evidence that the gap was present prior to return to bsc. The device was functionally tested by prepping the device per the dfu and deploying the stent. Resistance was encountered while withdrawing the exterior shaft to release the stent but the stent deployed and no irregularities were observed on the stent or the distal tip. After deployment it was noted that a blood-like substance was present on the exterior of the inner shaft. Dried blood adhered to the surfaces inside the lumen of the exterior shaft likely contributed to the initial resistance noted during deployment. Analysis of the remainder of the device presented no damage or irregularities and no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed gap at the tip-exterior shaft interface. The manufacturing batch record review confirmed the device met all material, assembly, and performance specifications. The most probable root cause could not be confirmed. (B)(4).

Manufacturer narrative:
(B)(4)